Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have moisture under display screen due to insulin pump exposure to ocean water. Customer's blood glucose was 98 mg/dl. Customer reported that insulin pump was no longer working. Customer also reported that reservoir compartment and part of screen display were cracked. Customer was advised that insulin pump would need to be replaced.